Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles confirmed the malfunction. Upon troubleshooting actions, fse checked all communication cat-6 cable connections inside the ad7 table and identified the strain on cables from zip ties. A few zip ties that seemed to be overtightened were removed and replaced by fse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.